Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0a16h, implanted: (B)(6) 2013, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s friend or family member had some questions about adjusting the patient¿s device. The patient¿s stomach had been very irritated so they increased the stimulation. The patient¿s device was implanted to treat stomach irritation. The patient had had the irritation on and off for the last few years. The device did help but in the last few weeks the efficacy of the device had really decreased. The patient was on program 1 at they increased stimulation from 3.2v to 3.4v. The patient could feel stimulation in the groin area and it was comfortable. It was further reported that the patient experienced a loss or change of therapy. The therapy helped the patient for a while. The patient was in the hospital currently due to pressure, pain, and discomfort in the stomach. The patient had been going to the bathroom every 2 minutes. The patient had been in a nursing home and the setting had been adjusted. The patient¿s family member needed some insight on the therapy because it was crucial to the patient living at this point. They needed a fresh start and the manufacturer representative had adjusted the therapy before. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.